Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed a couple of days ago, that she was having problems where stimulation all of a sudden shoots up from 3 to 5. The patient has to grab her remote and turn it down. The patient has not had reprogramming and she didn't have the remote in her hands when it happens. It happened when she was sitting quietly not even moving. The patient checked their adaptive settings. The patient was normally on b, she has programs 1 and 2. The patient went into program features and reported adaptive stimulation was enabled. Reviewed how to disable adaptive stimulation feature and recommended the patient now monitor to see if the issue persists and if so she should work with her healthcare provider.